Manufacturer narrative:
A sample is expected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that air came out from the infusion tube during surgery. This problem was solved with clamping the air tube. There was no pt harm reported. No add'l info is expected.